Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a hole was found in the iab membrane; iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The one way valve was returned separately. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal pressure tubing was performed and no leaks were detected. Two kinks were found on the catheter tubing approximately 33.5cm and 46.5cm from the iab tip. The reported leak event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a hole was found in the iab membrane; iab was replaced. There was no reported injury to the patient.